Manufacturer narrative:
Product complaint # (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown plastic surgery procedure on (B)(6) 2018, and a reservoir was attached to a drain. The reservoir was unlocked to apply negative pressure, however, suction could not be done in the ward. Suction could be done by using another new reservoir. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/12/2018. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/10/2019. Evaluation: during the sample evaluation the defect was not replicated, the inlet ports as well as the anti- reflux valve were inspected to identify any damage or occlusion and were found in good condition. The plate was activated while the inlet ports were open, and the duckbill valve was not occluded. Also, while the plate was open and the exit port closed, the plate was pressed to released the air and it was not possible, the duckbill valve doesn't allow the fluids to go back thru the inlet ports. Welding around the ports and in the perimeter of the bag was inspected and it was in good condition, there was no presence of weak welding or over welding that could cause a leakage. It was performed visual inspection , and no void, hole or channel was found in the bag. The zip tie that holds the plate was inspected and it was oriented correctly to avoid puncturing the bag. The reservoir was activated while the caps were inserted on the ports and the bag did not inflate. If the reservoir had a leak, it would have inflated and did not happen. Based on the present analysis, it is determined that the reported complaint is not replicated and is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.